Event description:
It was reported that the surgical doctor discovered that the inflatable interface was ruptured and leaking air before the surgery, and it could not be used normally. The 5ml syringe was used and less than 5ml air was used to inflate the cuff. After replacing the endotracheal tube, it could be used normally. There was no injury to the patient.

Manufacturer narrative:
H3: visually, the device was returned in a large clear plastic pouch. There were no traces of contamination found. However, the joint area where the inflation assembly is connected to the tube was ruptured/broken. The inflation assembly was disconnected from the tube, only a small portion of teflon tubing was holding inflation assembly attached to the tube. Functionally, a syringe was used to inject 20cc of air and air leaked through the ruptured area of the inflation assembly. A review of the global complaint data showed one similar complaint about this lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e: initial reporter information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.